Event description:
The customer obtained reproducible discordant, reactive vitros anti-hav igm results ((B)(6)) from a single patient sample run on the vitros 3600 immunodiagnostic system. The reactive vitros anti-hav igm result was questioned due to a negative vitros anti-hav total result ((B)(6))and a negative result from an alternate anti-hav igm method ((B)(6), negative) obtained from the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant, reactive vitros anti-hav igm results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant, reactive vitros anti-hav igm results were obtained from a single patient while using vitros 3600 immunodiagnostic system. The customer obtained acceptable quality control results indicating that the vitros 3600 system was operating as intended. A definitive cause for the event could not be determined. However, an unknown sample interferent cannot be ruled out as a contributing factor.